Event description:
It was reported that the cap of transducer broke off during setup.

Manufacturer narrative:
Evaluation result customer report was confirmed. The female-to-female adaptor that was bonded to arterial dpt zero-stopcock was damaged. The adaptor was broken in halves. The non-bonded portion was missing from the unit. The bonded portion was still attached to stopcock. Multiple cracks and crazing marks were evident on bonded portion of the adaptor.